Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the nail broke off at the lag screw hole. The revision surgery is scheduled for (B)(6) 2026."